Event description:
It was observed during the device evaluation, the auxiliary channel, air/water cylinder, and air/water channel of the gastrointestinal videoscope had white residue. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where white residue was found the auxiliary channel, air/water cylinder, and air/water channel. However, the identity of the foreign material was not able to be identified. The most probable cause of the discovered malfunction is known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.